Manufacturer narrative:
(B)(6). Concomitant medical product: vanguard posterior stabilized tibial bearing, catalog #: ep-183640 lot #: 879870; vanguard posterior stabilized femoral, catalog #: 183104 lot #: 676420; biomet cruciate tibial tray, catalog #: 141233 lot #: j2989284. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08935, 0001825034-2017-08936, 0001825034-2017-08937, 0001825034-2017-10198.

Event description:
It was reported the patient underwent a right two stage revision procedure five months after total knee arthroplasty due to infection. It was noted contributing factors to the infection are the patient has diabetes mellitus and is morbidly obese. No additional patient consequences were reported.